Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a610 lot# serial# unknown implanted: explanted: product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the rep couldn't turn off the percept pc using the patient handset, though interrogation could be established with two different tablets. They also tested to keep the ctm away from the tablet and just to make sure that no long tel was used, so no tel-n. The rep got the communication interrupted message (804 error code). The patient had an activa sc implanted less than 20cm away from the percept pc. This is the second percept pc and with the previous on, implanted in the same pocket, no telemetry issue was notified. They suspected that the proximity to the activa sc might have affected the telemetry. To solve the problem they turned off close telemetry option as off, and once that was done they could turn off the therapy using long distance telemetry. Logs would be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient was very skinny so both inss were not 20 cm apart. They tried different things and eventually made adjustment on telemetry with the tablet on the percept ins. The rep practiced with the patient and at that time, it seemed that the issue was resolved. However, the patient contacted the rep stating the patient is still experiencing problems connecting. As they switch off and on very often daily, this was really bothering for the patient.